Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -06.50 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2022. This resolved the problem.

Manufacturer narrative:
Corrected data: d4- vicm5 12.1 should be corrected to vicm5 13.2. Claim# (B)(4).